Event description:
Pt suffering from chronic diverticulitis was operated in 2009 (elective laparoscopic, hand assisted, sigmoidectomy procedure), using the car device. Eight days later, the pt developed severe left lower quadrant abdominal pain and anastomotic leak was detected and confirmed by CT. The pt was re-operated and a hartman resection (colostomy) was performed.

Manufacturer narrative:
No corrective or remedial actions were taken. The current cumulative leak rate found with the use of the car 27 device is within the low range reported in the literature.